Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11214r41, implanted: (B)(6) 2002, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (20 mg/ml at 9 mg/day) and clonidine (25 mcg/ml at 11.256 mcg/day) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain and chronic low back pain. Medical history was rheumatoid arthritis and osteoporosis 1995. The patient had a "very bad fall" (B)(6) 2015 and landed on their side where the pump was. The patient had a sudden onset of very bad pain. It was checked out at the hospital and seems to be working ¿ok¿. The patient had a broken left shoulder, shattered left wrist and a cut by their left eye due to the fall. A plate was put in the wrist on (B)(6) 2015. The physician told the patient the intrathecal (it) drugs work all over the patient¿s body and that she was addicted to drugs. The physician refused to give additional pain medication. The patient was receiving physical therapy (pt) and it did not help with the pain. Additional information received from a device manufacturer representative indicated the catheter had a tear/hole/fracture that was diagnosed during a normal pump replacement. It was noted the patient indicated the therapy was working well. The location of the catheter issue was at the pump pocket site. A partial replacement occurred. The catheter would not be sent back for analysis. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.